Manufacturer narrative:
On 22-sep-2025, bwi received additional information indicating that the carto manufacture date was 12-mar-2012, and that value has been added to the h4 manufacture date section of this form. D4 primary UDI number has been updated to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and the medical team was unable to see the electrocardiogram on the carto and recording system. There were no means with which to monitor the electrocardiogram signal / monitor the patient's heart rhythm. The electrodes were removed and reattached onto the patient but the issue persisted. The electrodes were changed to no avail. The cable was removed and attached but the issue continued. The cable was changed and the issue was solved. It was noted that the original cable had been used over a 100 times with the system.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The product investigation was completed. Device evaluation details: it was confirmed that the issue was resolved by using a spare body surface electrocardiogram cable. Replacement bs ECG cable was requested and delivered to the customer. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).